Event description:
According to the reporter, the device was unable to fire and the surgeon was unable to squeeze the handle. A new device was used in order to complete the case. There was no patient involvement. The device is expected to be returned for evaluation.